Event description:
Additional information received reported that the patient was scheduled to have a replacement on 2014-(B)(6). No additional diagnostics were performed or interventions taken. It was noted that the reporter was first notified of the event on 2013-(B)(6). Refer to manufacturing report # 3004209178-2013-23828 for additional information on related events.

Event description:
Additional information received reported the patient¿s replacement was rescheduled for (B)(6) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
.

Event description:
Additional information received reported at the time of replacement the impedance readings were the same pre-operation and post replacement with 1-, case + at 386. It was noted the patient was getting therapeutic response. The programming nurse was going to consider changing the 1- contact to an adjacent contact at the next visit to see if she could achieve therapeutic response and reduce impedance drain on the battery. Additional information received the next day reported the patient's wife said the patient was doing better following the replacement. It was noted the patient still had some low impedance because of where the lead was placed. The manufacturer representative spoke with engineering about it and they said the impedance can be low due to the tissue where the lead was placed. No device malfunctions were suspected and not further intervention was planned at this time.

Event description:
It was reported the patient has reached eri (elective replacement indicator). It was noted the patient¿s settings are c+1, 3.3v, 130r, 90 pulse width and 318 ohms. It was noted at the previously noted settings the patient would reach elective replacement (ER) at 17.78 month and end of service (eos) at 20.78 months. It was further reported the patient was implanted in (B)(6) 2012. It was noted the therapy impedance was ¿low¿ and that electrode impedance was not available. It was noted the battery was at 2.54v at the time of report and when the patient was last saw six months prior the battery was at 2.7v. It was noted there is a battery replacement scheduled for four weeks after report.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3389s-40 lot# v087151, implanted: 2008 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3389s-40 lot# v087151, implanted: 2008 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2008 (B)(6); product type extension. (B)(4).